Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a slow ventricular tachycardia (vt) at a rate around 140 bpm. A magnet was placed on the device and overdrive pacing was performed; however, the vt degraded into ventricular fibrillation (vf). The cardiologist delivered an external shock which converted the patient back to normal sinus rhythm. No additional adverse patient effects were reported. When the field representative arrived at the hospital, he did an interrogation of the s-ICD system to see if it was still operating normally. It was noted that the s-ICD had recorded an episode several weeks previously where an inappropriate shock was delivered. It was believed to be the result of oversensing either a slow vt or bundle branch block (bbb). The printout was sent to boston scientific technical services (ts) for additional review. The ts consultant confirmed that the inappropriate therapy was delivered due to oversensing at the qrs complexes were wide, in opposite polarity, and smaller in amplitude in relation to the post shock morphology. The rate was between 135-140 bpm and could possibly be related to bbb. The ts consultant provided additional troubleshooting that could be performed to better investigate the reason for the oversensing. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.